Event description:
It was reported that the patient's device tripped elective replacement indicator and was reprogrammed. The device is scheduled for change out, but remains in use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.